Event description:
It was reported that during a vitrectomy surgery no air came out of the tubing for air-fluid exchange. No report that actual patient harm occurred or surgery was delayed.

Manufacturer narrative:
In regard to this complaint, one disposable tubing with filter for air-fluid exchange was received for investigation. Visual inspection of the returned product revealed no deviations. For testing purposes, the tubing was connected to the vfi port on eva without any issues. Functional testing indicated that the tubing was not obstructed. In addition, the flow test performed confirmed that the tubing was compliant with the release specifications. Additionally, sixty tubes of the same lot were taken from our inventory for testing purposes. Functional testing of these tubes also did not reveal any anomalies. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously. Based on the investigation performed, the reportedly compromised air flow could not be confirmed or attributed to the returned product. In fact, additional information received, indicated that the reported flow problem was most likely related to a cannula from a different supplier.

Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during a vitrectomy surgery no air came out of the tubing for air-fluid exchange. No report that actual patient harm occurred or surgery was delayed.